Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a during a mitral annuloplasty repair procedure the patient was sized for a 28mm ring. When the circulator handed the scrub nurse the ring it was noted that the blue tag said it was a 26mm ring. It was noted by the surgical team that the box said 28mm; however, the ring was actually a 26mm 5200m. Another 28mm 5200m ring was grabbed and implanted. The patient was noted to be doing great post procedure. It was noted that the sizing discrepancy was noticed prior to the procedure. The 26mm 5200m ring and its box were discarded. There are no photos of the subject device nor its packaging.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Complaint unable to be confirmed. The 26mm 5200m ring and its box were discarded. There are no photos of the subject device nor its packaging. The DHR review was performed and no related nonconformances were found. Standard operating procedure instructs operators to verify the size and serial number of the ring ID tag and labeling. The serial number 6720360 provided correctly corresponds to a 26mm 5200m ring. Customer report of a 28mm label on the box was unable to be confirmed because no product was returned and no images were provided. It is possible that multiple boxes of different size rings were opened by the customer and the s/n 6720360 ring was taken out and placed back into in a different box. Based on the limited information available, a definitive root cause could not be conclusively determined. An edwards defect has not been confirmed.